Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test and the sensor failed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 122 mg/dl and sensor glucose was 56 mg/dl at the time of incident when it triggered threshold suspend. The customer stated different blood glucose and sensor glucose readings with blood glucose of 160 mg/dl and sensor glucose of 60 mg/dl, blood glucose of 170 mg/dl and sensor glucose of 40 mg/dl, blood glucose of 198 mg/dl and sensor glucose of 375 mg/dl and blood glucose of 207 mg/dl and sensor glucose of 395 mg/dl. Explained sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer's blood glucose was 160 mg/dl and sensor glucose was 60 mg/dl at the time of call. The customer mentioned there was a bent cannula. The sensor will be returned for analysis.